Event description:
The reporter stated the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in the pt's left eye (os) in 2009. The lens was explanted the following month, due to the lens having been implanted upside down. The original incision was opened to explant the lens and there was no pt injury. Another 12.6 mm lens was implanted with no problem. The pt's bcva is 20/25 and the pt has some residual astigmatism due to the stretching of the incision but it is subsiding. The lens was torn when it was explanted. The reporter stated the event was not lens related.

Manufacturer narrative:
(Astigmatism), (lens implanted upside down): eval: results: visual inspection of the returned product found one haptic and the lens optic torn, with pieces torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.